Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after the nurse gave the shots to the patient, the safety shield was locked in place. The needle was sticking out the side of the shield which caused a needle puncture to the nurse's thumb while the needle was being disposed of in the sharps container. Needle stick protocol was followed and there was no duty restrictions for the nurse after exposure.